Event description:
A consulting physician reported that a pt was treated into the glabella several years ago. The pt subsequently developed hypertrophic scarring at the glabella. The surgeon was unwilling to make any comments regarding this incident; thus further details were not available.